Manufacturer narrative:
Follow-up received on 15-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal pain may occur. In this case, the temporal relation between the event and essure procedure was not provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 07-mar-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for sterilization. Patient experienced abdominal pain (date not specified). Physician performed ultrasound and device was located in correct spot. Hysterectomy was done on (B)(6) 2016. Essure was not continued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal pain may occur. In this case, the temporal relation between the event and essure procedure was not provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow up 15-jun-2016: follow up attempts have been completed, without response to date. No new information was provided. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal pain may occur. In this case, the temporal relation between the event and essure procedure was not provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.